Event description:
The customer reported to vyaire medical that during extended systems test (est) the screen of avea ventilator would illuminate with a white hazy appearance before going black. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The defective component/device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was provided with part number and pricing of uim (user interface module). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue, and a visual inspection of the unit revealed no signs of physical damage. After mounting the assembly on a known good top-level unit and turning it on, the screen did not show any visual anomalies with the display during a cold start. The monitor had no screen distortion or visual anomalies after being powered on for more than 2 hours. The power was then cycled on and off 20 times, and it was never able to reproduce the reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.